Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by attaching the device to an in-house primary set and solution bag. The device was then primed and checked for flow and clamp shutoff. The device was found to operate per specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported being unable to prime a one-link catheter set. There was no patient involvement associated with this report, as this occurred during priming. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.